Manufacturer narrative:
The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A product deficiency was not reported or found. Technical service attempted to provide the safety data sheet but was unable as the customer did not ahve an email address. Tech services advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported that her son had tasted a few drops of the reagent solution. "The consumer confirmed there was no discomfort, pain, burning sensation, or respiratory issues. No remedial action was taken and the patient was reported as fine. No additional information regarding treatment or outcome was provided.